Event description:
The pt was injected in both the right and left nasolabial folds and the lips. The pt allegedly developed bruising on the right nasolabial fold and nodules in her lower lip. The pt applied vinegar to the bruise. The injected areas were drained. The pt was treated with antibiotics, specifically zyvox.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.